Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the grav 10dp ckv 3 y-site dehp free tubing was not sealed, and fluid entering caused it to separated during use and leak. The following information was provided by the initial reporter: "the defect is the heat seal between the drip chamber & the tubing is not sealed. When the fluid gets to the tubing the tubing pops off."